Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that technical services (ts) was consulted for tachy zone programming of this implantable cardioverter defibrillator (ICD) system and the patient has frequent runs of ventricular tachycardia (vt). Additionally, the rate was observed increasing to the ventricular fibrillation (vf) zone. Atp was delivered, however it was unclear whether the delivered atp contributed to the rhythm acceleration to vf. There was discussion of adding vt-1 anti-tachycardia pacing (atp) at 150 beats per minute (bpm) due to some ventricular tachycardia (vt) seen as vs at the onset of some vt events. Ts also discussed increasing the vf zone slightly to allow for additional atp to be delivered. This ICD system remains in service, and it was noted that the patient had a left ventricular assist device (lvad) system placed in 2015. No additional adverse patient effects were reported.